Event description:
It was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.